Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared before issue resolved. There was no reported impact to the customer¿s blood glucose level. Customer changed to different charging supplies, after which pump began charging, and technical support advised against continued use of third-party charging supplies, arranged shipment of replacement tandem wall adapter and charging cable, and no further assistance was required.